Event description:
It was reported that during a da vinci hysterectomy procedure, the cable from the mega suturecut needle driver instrument broke. The planned surgical procedure was completed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damages. The cable segment stuck out at the wrist. The cable broke under the tensile loading. The other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of the cable segment stuck out at the wrist, if to recur could cause or contribute to an adverse event.